Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('left quadrant pain essure coil embedded uter'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('stillbirth or miscarriage') in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 1993, (B)(6) 1996, (B)(6) 2001. Concurrent conditions included left lower quadrant pain and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) in 2005 for contraception. In 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device, essure fell out"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mental disorder ("psychological or psychiatric problems condition psychiatric problems"), migraine ("migraines /headaches"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, menorrhagia, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, mood swings, vaginal haemorrhage, mental disorder, migraine, pelvic pain, fatigue, vulvovaginal pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, device breakage, device expulsion, ectopic pregnancy with contraceptive device, embedded device, fatigue, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy in insertion date- 2005 ( as per pfs). Plaintiff experienced other one pregnancy captured in separate case. Concerning the injuries reported in this case, the following one were reported via social media: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('left quadrant pain essure coil embeded uter'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('stillbirth or miscarriage') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida and parity 3 (( (B)(6) 1993, (B)(6) 1996, (B)(6) 2001 )). Concurrent conditions included left lower quadrant pain and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) in 2005 for contraception. In 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), device expulsion ("expulsion of essure device, essure fell out"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mental disorder ("psychological or psychiatric problems condition psychiatric problems"), migraine ("migraines /headaches"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, menorrhagia, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, mood swings, vaginal haemorrhage, mental disorder, migraine, pelvic pain, fatigue, vulvovaginal pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, device breakage, device expulsion, ectopic pregnancy with contraceptive device, embedded device, fatigue, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy in insertion date- 2005 ( as per pfs). Plaintiff experienced other one pregnancy captured in separate case. Concerning the injuries reported in this case, the following one were reported via social media: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-oct-2019: plaintiff fact sheet: case becomes incident and medically confirm. Previously reported event ¿injury to herself¿ replaced by new specific events: device breakage, left quadrant pain essure coil embeded uter, expulsion of essure device, essure fell out, pregnancy (ectopic), stillbirth or miscarriage, device ineffective, hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: psychiatric problems, migraines /headaches, pelvic pain, fatigue, vaginal pain and abdominal pain were added. Essure removal date and indication were added. Patient date of birth were added. New reporter, medical history and concomitant medication were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.